Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion behind the knee. The 2.0x200 armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance and inflated to 2 atmospheres and ruptured. Reportedly, the device was prepped per the instructions for use. Another, same size armada 14 was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing noncomformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The investigation determined that the reported difficulties were likely due to case related circumstances. It is likely that the rupture occurred due to interaction with the heavy lesion calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.